Event description:
Event was reported to caldera medical by an attorney. The pt has suffered recurrence of stress incontinence, pain, loss of sexual desire, dyspareunia, and emotional distress. No further info has been provided.